Manufacturer narrative:
The patient information is unknown. The hospital declined to provide the information. The angiosculpt device was returned for lab analysis. Visual examination confirmed that the distal tip was damaged, the balloon was not fully deflated, the shaft was kinked and the distal shaft was damaged and necked. During functional testing the balloon was inflated up to 18atm with no inflation observed. Snap gauge evaluation determined that the outer diameter of the shaft near the distal to proximal shaft bond was necked. It is probable that this could have potentially resulted in the device not being able to deflate. The IFU warns to not retract the catheter unless the balloon is fully deflated. Also, retained device component is listed as a possible adverse effect of the procedure.

Event description:
The angiosculpt was inflated in the distal sfa but would not deflate. The angiosculpt was removed in the inflated position along with the sheath.